Event description:
It was reported by service report that the foot-end was stuck up in high height, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty potentiometer.